Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Pump error 63(variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. No pump error 82 alarms noted during testing.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was 81 mg/dl. Did self-test and was did not pass. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for the analysis.